Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units from the o2 and air gas module was replaced and returned for investigation. Simulated use test of the received nozzle units from the o2 and air gas module have not reproduced the described customer issue. Evaluation of the received device log shows matching event on the reported event day. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. Our investigation has concluded that the most probable cause of the given alarms is traced to the nozzle unit of the o2 gas module.